Manufacturer narrative:
Block h6: device code a040501 captures the reportable investigation result of stent calcified.

Event description:
It was reported that a polaris loop ureteral stent was used in a ureteral lithotripsy and stone removal in the ureter. During the procedure, when the stent was inserted, it could not cross the stenosis of the ureter. The procedure was completed with another of the same device and there were no patient complications reported. Analysis of the returned device identified that the stent was calcified.